Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was an allergic reaction and bone loss after placement. Tooth # 19. Symptoms: inflammation and pain.

Manufacturer narrative:
One osseotite tapered certain prevail implant 6/5 x 8.5mm (xiitp6585) was returned for investigation. Signs of use, there was bone debris on implant. Measurements match drawing. No damage identified or signs of malfunction that would contribute to the event. Bone loss could not be verified. Summary investigation attached in complaint. The device could not be functionally tested for the reported failure (allergic reaction). Pre-existing condition noted on the per was unknown density. The reported devices have been placed on tooth #19 (universal). Relative patient conditions: smoker. X-ray & picture evaluation: x-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021110193). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2021110193) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable. Bone loss could not be verified. Summary investigation attached in complaint. The following sections have been updated: b4: date of this report; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.